Event description:
Allegedly, patient was revised due to dissociation of the tibial polyethylene. Additional information received on 09/02/2020 from (B)(6): changing implant date , adding original hospital name , (B)(6) hospital name and explant date. Additional information received on 09/03/2020 from (B)(6): changing reason for revision , product and lot numbers , implant and explant date. Allegedly, patient was revised due to femur had tipped into internal rotation. This is the first patient revision. Second revision has been captured under incident number: (B)(4). Mhra reference no: (B)(4).